Manufacturer narrative:
Correction: h6 - health effect - impact code. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000109608.

Event description:
It was reported patient experienced ineffective stimulation with the system. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the system was explanted to address the issue.